Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (b)6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed three (3) controller power up events with associated pump start events were logged on 07/aug/2023 at 12:53:04, on 03/oct/2023 at 18:56:48, and on 17/jan/2024 at 08:21:56, indicating losses of power. The controller was without power for thirteen (13) seconds, nine (9) seconds, and eleven (11) seconds, respectively. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the losses of power was not available for analysis. Additionally, log files revealed motor start events recorded on 07/aug/2023 at 12:53:27 and on 17/jan/2024 at 08:22:25, in which the motor start parameters were atypical. As a result, the reported events were confirmed. A possible root cause of the losses of power event can be attributed to a disconnection of both power sources, as described in the reported event details. CAPA pr00551638 is investigating controller losses of power. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #: 1420 / expiration date: 28-feb-2022 / serial or lot#: (B)(6) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 09-feb-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was seen in clinic and routine logfiles were sent. Review of log file data revealed motor start events with parameters outside the typical range. The patient has a movement disorder which may contribute to the accidental power disconnects. The patient will be re-educated on slowing down and being careful with power source changes. The controller will not be exchanged. The vad remains in use. No patient complications have been reported as a result of this event.